Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after lens implantation the patient had refractive error and the surgeon did a yag to the anterior capsule edge and relieved the astigmatism; however patient still has +3.00 residual refractive error at spectacle plane. Patient is scheduled for secondary piggy back iol placement.

Manufacturer narrative:
The lens remains implanted, therefore it was not returned to b+l for evaluation. Lot number was not provided; therefore a DHR review could not be performed. Based on the current information the root cause of the event could not be conclusively determined.